Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after the 6x150 smart flex self-expanding stent (ses) was released halfway, when retracting stent release handle, it was stuck and did not move, and the stent could not be released. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after the 6x150 smart flex self-expanding stent (ses) was released halfway, when retracting stent release handle, it was stuck and did not move, and the stent could not be released. The procedure was completed using a long sheath to retract the stent, which was deployed halfway. The case was competed with a new smart flex. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU. No abnormalities were noted with the stent delivery system prior to use, and when removed from the tray, the stent was still constrained within the outer member/sheath. The stopcock was not connected to the y-connector of the tuohy borst valve. There were no difficulties flushing the stopcock or while flushing the stent delivery system (sds). The unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 105 mm with a 75% stenosis, and the lesion was not calcified or tortuous. The sds did not pass through any acute bends. There were no difficulties encountered while advancing or tracking the sds towards the lesion. No unusual force was used during the procedure. No thrombus was present at the lesion site or in the proximal or distal areas. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The device will be returned for evaluation. Addendum: the device was not shipped out in multiple pieces, this device was normal when being sent.

Event description:
As reported, after the 6x150 smart flex self-expanding stent (ses) was released halfway, when retracting the stent release handle, it was stuck and did not move, and the stent could not be released. The procedure was completed using a long sheath to retract the stent, which was deployed halfway. The case was competed with a new smart flex. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU. No abnormalities were noted with the stent delivery system prior to use, and when removed from the tray, the stent was still constrained within the outer member/sheath. The stopcock was not connected to the y-connector of the tuohy borst valve. There were no difficulties flushing the stopcock or while flushing the stent delivery system (sds). The unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 105 mm with a 75% stenosis, and the lesion was not calcified or tortuous. The sds did not pass through any acute bends. There were no difficulties encountered while advancing or tracking the sds towards the lesion. No unusual force was used during the procedure. No thrombus was present at the lesion site or in the proximal or distal areas. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The device will be returned for evaluation. It was confirmed the device was not shipped for evaluation in multiple pieces. The device was normal was it was shipped.

Manufacturer narrative:
As reported, after the 6x150 smart flex self-expanding stent (ses) was released halfway, when retracting the stent release handle, it was stuck and did not move, and the stent could not be released. The procedure was completed using a long sheath to retract the stent, which was deployed halfway. The case was competed with a new smart flex. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU. No abnormalities were noted with the stent delivery system prior to use, and when removed from the tray, the stent was still constrained within the outer member/sheath. The stopcock was not connected to the y-connector of the tuohy borst valve. There were no difficulties flushing the stopcock or while flushing the stent delivery system (sds). The unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 105 mm with a 75% stenosis, and the lesion was not calcified or tortuous. The sds did not pass through any acute bends. There were no difficulties encountered while advancing or tracking the sds towards the lesion. No unusual force was used during the procedure. No thrombus was present at the lesion site or in the proximal or distal areas. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The device will be returned for evaluation. It was confirmed the device was not shipped for evaluation in multiple pieces. The device was normal was it was shipped. The device was returned for analysis. A non-sterile ¿smart flex 6x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected, revealing that the inner shaft and the outer sheath were separated from the device. The outer sheath had a kink approximately 66 cm from the distal end. The hemostasis valve was disassembled. The hypotube also had a kink, located about 5 cm from the distal end. The stent was fully deployed and properly expanded without any damage or anomalies. No other significant details were observed on the returned device. A functional test could not be performed because the unit was returned fully deployed with the inner shaft and the outer sheath separated. The separation area of the inner shaft and the outer sheath was evaluated using a vision system, which showed that the separated material had evidence of elongations on the edges. These elongations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was subjected to a tensile force that exceeded the material¿s yield strength prior to the separation. The reported ¿stent delivery system (sds) deployment difficulty partial deployment¿ could not be verified. The unit was received without the stent mounted on the device and was fully expanded in the clear plastic bag. Additionally, the device arrived in multiple pieces, despite being confirmed as shipped in one piece. This suggests that shipping and handling factors contributed to the condition of the device upon receipt, making it impossible to determine the exact causes of the reported events by the customer. Given the condition of the product, we are unable to perform a functional analysis to ascertain the root cause of the reported partial deployment. Therefore, based on the available information, procedural and/or handling factors may have contributed to the issue; however, this cannot be definitively confirmed. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.